Manufacturer narrative:
Potential lot numbers - 76x183, 75x116. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the adhesive of a cleo® 90 infusion set was sticking to the cap, making the patient unable to use the set. The patient noticed elevated blood glucose levels and needed to change the site. No permanent injury was reported.